Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate. Additionally, it was reported the customer observed air bubbles in the patient line. Tandem technical support advised customer to prime air bubbles. Customer¿s blood glucose was 154 mg/dl.